Event description:
It was reported that a pump explant was scheduled for the date of this report. It was later reported that the pump was explanted only.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that the patient was currently in the hospital with overdose symptoms of twitching, and a bad taste in their mouth. The reporter stated it was because medicine was coming out of the pump and began (B)(6) 2014. The reporter stated bupivacaine was not good for the patient¿s heart, and that the bupivacaine was coming out of the pump. The reporter stated that when the health care provider (hcp) used the wrong needle/wrong refill kit during their first refill, and caused the patient to have overdose, that ever since that time, the pump had been ¿screwed up.¿ [please reference manufacturer's report # 3004209178-2012-11134 for details from patient's first overdose/pocket fill/wrong refill kit used]. The pump was dry per the patient¿s request [please refer to manufacturer's report # 3004209178-2014-02745 for details regarding patient¿s overdose while in (B)(6), at which time the pump was emptied per the patient¿s request]. The patient was waiting for explant at the time of this report. The reporter again noted that the patient had anxiety and had anxiety issues prior to implant. Per the reporter, the drug left in the catheter/tubing should be approximately .37 ml or .38 ml, and the reporter would not expect that amount to result in patient symptoms. The reporter stated to his knowledge, the drug in the pump was hydromorphone and bupivacaine, but again noted the pump was currently empty. The hcp at the patient¿s clinic advised that the symptoms the patient explained "matched bupivacaine." The hcp was to reach out to the neurosurgeon to schedule the explant for today or the near future. The reporter asked for the code to "kill¿ the pump and again, that the pump was awaiting explant. It was further reported by the patient¿s hcp that the patient seemed to be dealing with serious anxiety issues. The hcp was doubtful that this was due to the pump or the tiny amount of drug left in the pump tubing and catheter. It was stated that at the present time, there were no known issues with the pump. The patient¿s previous hcp felt strongly that this situation was tied directly to anxiety possibly as a response to the pocket fill that occurred [please reference manufacturer's report # 3004209178-2012-11134 for details from patient's first overdose/pocket fill/wrong refill kit used], and they did not think there were any issues with the pump. The patient remained as an in-patient, awaiting pump explant.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the 8596sc catheter revealed no significant anomaly catheter sc connector n on-significant indent in the seal did not affect infusion. Analysis of the 8731 catheter revealed no significant anomaly, catheter miscellaneous acceptable testing, catheter incomplete/returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.